Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were receiving recurring replace battery now alarms without low battery warnings. Blood glucose level at the time of incident was unknown but was reported as high. Troubleshooting occurred but issues remains unresolved. Customer also declined troubleshooting for high blood glucose level. Product will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Low battery alert less than one week and unexpected battery power loss not found during testing. Device passed the displacement test, sleep current test, active current test and self test. (B)(4).